Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon dilation was performed followed by successful implantation of the valve. A post-implant balloon dilation was not required and closure of the access site was performed. At the end of the procedure, the patient was not waking up properly and a stroke was suspected. Computed tomography (CT) imaging was performed and confirmed a stroke. The patient was transferred to brain catheterization. Per the physician, neither the valve nor the delivery catheter system contributed to the stroke. The patient status following the brain catheterization is alive.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs, product ID: d-evolutfx-2329, lot: 0012294209, use by date: 2026-06-01, UDI: (B)(4). Continuation of d10: product ID l-evolutfx-2329 (lot: 0012373645); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon dilation was performed followed by successful implantation of the valve. A post-implant balloon dilation was not required and closure of the access site was performed. At the end of the procedure, the patient was not waking up properly and a stroke was suspected. Computed tomography (CT) imaging was performed and confirmed a stroke. The patient was transferred to brain catheterization.